Event description:
On (B)(6) 2013, this pt was treated for an abdominal aorta aneurysm using a gore excluder aaa endoprosthesis featuring gore c3 delivery system and gore dryseal sheath. The pt's anatomy included an aortic neck angle of 86 degrees, strong elongation and kinking of both common iliac arteries. The gore dryseal sheath kinked twice in the tortuous iliac artery while advancing. The sheath was exchanged with another gore dryseal sheath. The trunk-ipsilateral leg component was then advanced and deployed in "ballerina" position. The trunk-ipsilateral leg component was then advanced and deployed in "ballerina" position. After many attempts to cannulate the contralateral gate with several catheters, the angiogram showed that the trunk-ipsilateral leg component moved distally. Repositioning was attempted, but the device could not be moved proximal. The physician decided to convert the pt to open surgery. Blood loss was approx 900 ml pt got erythrocyte concentrate. The pt tolerated the surgery.